Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the patient was blurry at distance and near, and was unable to neuro adapt. The iol was exchanged for a different model iol in a secondary procedure. Additional information was requested.